Event description:
It was reported that while using surgical fiber during a prostate procedure, the fiber "would not laze and stopped working @ 0 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient."

Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The glass cap exhibits mild burned detritus. There is some white unknown substance noted inside the fiber cap tip. Based on the analysis above, the potential for forward firing may exist. Probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.